Event description:
It was reported by service report that the nurse call is not working. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Tear in sheathing of nurse call cord.